Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: I am copying our customer at (B)(6) who experienced a product issue with an 18g nexiva in the ed where blood/fluid leaked out of the septum and this had to be removed. The educator xxxx was the one who reported this complaint and did not save the device.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.